Manufacturer narrative:
A visual assessment of the returned trial showed an instrument with repeated use, as identified by minor cosmetic blemishes and worn, but legible laser markings. As reported, the distal tip of the 8mm side of the trial had been fractured from the handle of the device. The central shaft of the handle still had its distal connection pin/tab in place, however, the surrounding weld had been fractured, causing the 8mm trial head dissociate from the handle. A functionality assessment was not performed due to the damaged condition of the returned trial. A DHR review was performed for the instrument lot and there was no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 03/08/2014. The root cause of this complaint is that the weld holding the 8mm side of the trial failed while the trial was in use, resulting in the dissociation of the trial end from the handle. There have been no other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor the field for trials that do not function as intended and will facilitate/perform complaint investigations as needed.

Event description:
It was reported that a 7/8mm trial failed during surgery.